Event description:
A user facility clinical manager (cm) reported that a combiset blood leak occurred during a patient¿s hemodialysis (hd) treatment. The blood leak was noticed about forty minutes into the treatment. The cm said there were no alarms from the machine. Blood was observed leaking from the red casing at the heparin line connection of the combiset. The cm said the heparin line completely separated from the connection shortly after they noticed the leak. The lines were immediately clamped off, and treatment was discontinued with this setup. No leaks were noticed during the priming phase, and there were no obvious defects noted on the set during the pre-treatment inspection. The cm stated there were no changes or disruptions in pressure that could have caused or contributed to the failure. Estimated blood loss (ebl) due to the leak was 300 to 350ml. The cm confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The sample was not available to be returned for evaluation as it was reportedly discarded. However, a photo of the device (with the separation depicted) was provided for review.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A search for companion samples at the distribution centers revealed the entire lot has been sold and distributed. However, a photo of the combiset was received from the clinic. In the photo it could be observed that the heparin line is detached from the red ¿t¿ connector. The exact cause of the separation could not be confirmed with the photo; however, this type of failure can be caused by improper solvent application. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. The reported event was able to be confirmed in accordance with the provided photo.

Event description:
A user facility clinical manager (cm) reported that a combiset blood leak occurred during a patient¿s hemodialysis (hd) treatment. The blood leak was noticed about forty minutes into the treatment. The cm said there were no alarms from the machine. Blood was observed leaking from the red casing at the heparin line connection of the combiset. The cm said the heparin line completely separated from the connection shortly after they noticed the leak. The lines were immediately clamped off, and treatment was discontinued with this setup. No leaks were noticed during the priming phase, and there were no obvious defects noted on the set during the pre-treatment inspection. The cm stated there were no changes or disruptions in pressure that could have caused or contributed to the failure. Estimated blood loss (ebl) due to the leak was 300 to 350ml. The cm confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The sample was not available to be returned for evaluation as it was reportedly discarded. However, a photo of the device (with the separation depicted) was provided for review.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.